Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure in the left renal artery using ruby coils, a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a sheath (6fr x 10cm). It was noted that the left renal artery was tortuous with steep angles. During the procedure, the physician advanced the catheter and lantern to the target location and placed ruby coils. The physician started packing another ruby coil but felt resistance. The physician tried to reposition the ruby coil, but the ruby coil unintentionally detached partially within the lantern and the target location. The catheter and lantern were removed from the patient. The physician attempted to snare the tail of the ruby coil, but the ruby coil started to unravel. Another physician used a new snare device but was only able to pull part of the ruby coil. The physician decided to leave the detached ruby coil in place. It was reported that the ruby coil was in the left renal artery with the tail end in the aorta. The procedure was completed at this point.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: 1. Section b. Box 1. Adverse event and/or product problem. 2. Section b. Box 2. Outcomes attributed to adverse event. 3. Section h. Box 1. Type of reportable event.